Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue. Evaluation experienced the device to turn off right after it was powered on. A review of the event history log identified improper shutdown messages as verification of the reported issue. Visual inspection found the cause to be depressed battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no known patient injury or medical intervention associated with this event. No additional information is available.